Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and unable to prime during the prime test due to a faulty force sensor resistor. The motor was test outside of the device and passed the motor tests. No damage found on the motor. Unable to complete the functional testing due to the force sensor resistor damage. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 172 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.